Manufacturer narrative:
N/a.

Event description:
The following has been reported: incident 1 occurred on monday, march 24th at approximately 1515hrs. Patient was receiving glassia and the following alarm began to display, "set/air installation" removed line from pump and tried re-installing however error message would not go away. Line removed and patient infused via gravity infusion. Error occurred during treatment. No patient impact. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Some alarms were found but datas are insufficient to confirm the reported event or to be linked to a quality issue of the device. This event was repeated on the same pump over several days, with several similar complaints. The device was not returned to (B)(6) as repairs were carried out locally. According to provided information, the reported event was reproduced, and the air sensor has been changed that solved the issue. The quality control is compliant. The defective air sensor was sent to (B)(6) for further investigation. Once in (B)(6) the defective air sensor was investigated through the CAPA. A drift of value of the air sensor (460mv @ 1.1mhz) was noticed leading to random functional alarm and most likely due to a degradation of ceramics. This complaint is considered as valid and the root cause is likely due to a defective air sensor. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.